Manufacturer narrative:
(B)(4). The device was returned for analysis. Blood was present outside and inside the device and in the waste bag. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There were numerous kinks through the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console. The shaft was cut to examine the hypotube and it was found that the hypotube was broken at one of the severe kinks, 34.5cm from the tip of the device. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 7 february 2018. It was reported that there was difficulty prepping the device and an error message occurred. An angiojet® solent¿ omni catheter was selected for a procedure in a lower extremity vein. The catheter primed for 7 seconds before an error message, "the saline was filled," occurred. The physician reset the system 6 times, but still the catheter could not complete priming. No visible defects were observed on the catheter or the console. The procedure was completed with other of the same device. No patient complications were reported. The patient's status following the procedure was stable. However, device analysis revealed a broken hypotube.